Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed') in an adult female patient who had essure (batch no. A04531) inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: due to the symptoms, she is restricted in her normal daily activities and is suffering damage. Lot number: a04531 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure (batch no. A04531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding") and hypersensitivity ("allergic reactions nos") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign material has been removed together with my uterus). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: due to the symptoms, she is restricted in her normal daily activities and is suffering damage. Lot number: a04531 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: adverse event "foreign material has been removed together with my uterus" changed to "severe (chronic) pain in the abdomen"; also "back pain", "hips pain", "head pain", "extreme and chronic fatigue", "memory loss", "concentration problems", "menstrual cycle changed", "abnormally heavy bleeding", "hormonal problems", "allergic reactions", "mood swings" added to the case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure (batch no. A04531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding") and hypersensitivity ("allergic reactions nos") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign material has been removed together with my uterus). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: due to the symptoms, she is restricted in her normal daily activities and is suffering damage. Lot number: a04531 manufacture date: 2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed') in an adult female patient who had essure (batch no. A04531) inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: due to the symptoms, she is restricted in her normal daily activities and is suffering damage. Most recent follow-up information incorporated above includes: on 11-feb-2020: letter to company requesting product manufacturer dates. Patient's date of birth and lot number were added, essure insertion date updated, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: due to the symptoms, she is restricted in her normal daily activities and is suffering damage. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-dec-2019 for the following meddra preferred term: medical device removal analysis in the global safety database revealed 2524 cases. Oophoritis analysis in the global safety database revealed 374 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report